Event description:
It was reported that the user experienced both low and high blood glucose while using the ilet bionic pancreas, with a lowest value of 58 mg/dl and a highest value of 358 mg/dl, and received low and urgent low soon alerts; the event occurred after the user intentionally maintained elevated glucose before bedtime and then ingested multiple carbohydrates to treat the subsequent low, while the ilet delivered corrective insulin for the prior hyperglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included treatment with oral carbohydrates and continued use of the ilet. Investigation included troubleshooting and education with the user regarding appropriate hypoglycemia treatment and the impact of keeping glucose intentionally elevated on the ilet¿s adaptive control. Investigation of this case revealed user behavior consistent with overtreatment of hypoglycemia and preemptive elevation of glucose, which contributed to glycemic variability; the device delivered correction insulin as designed and issued appropriate alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia and intentional elevation of glucose rather than a device malfunction.